Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer¿s representative reported that the pocket had an issue with the pocket of their implantable neurostimulator (ins). Specifically, the ins was moving around due to weight loss causing the patient discomfort. A revision was to occur on the day of report to move the ins from the patient¿s buttock to the abdomen. A longevity calculation was performed on the ins based on the following: ¿++- -, 1.1v, 450 us, 50 hz; -++, 1.1v, 300us¿ which showed, at 100% use, an estimate of 73 months. The indication for use for the implanted device was noted as failed back surgery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Date of event was reported as 2016.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer had a pocket revision on (B)(6) and at that time the implantable neurostimulator (ins) was prophylactically replaced. Prior to the revision the consumer was getting coverage in the low back/sciatic region, buttock, and minimally in the legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.